Event description:
Reportedly, during a prophylactic replacement on a pacemaker dependant patient, the old pacemaker was programmed in ddd mode with a 60 bpm basic rate and the new pacemaker was programmed in ddd mode with a 80 bpm basic rate. To ensure direct pacing the left ventricular lead was first connected and the patient was paced at 80 bpm. When the right ventricular lead was connected, the pacing stopped immediately during 30 seconds. Also the right ventricular lead was screwed in the header no ventricular pacing was applied. Only after connecting the atrial lead, pacing started again.

Event description:
Reportedly, during a prophylactic replacement on a pacemaker dependant patient, the old pacemaker was programmed in ddd mode with a 60 bpm basic rate and the new pacemaker was programmed in ddd mode with a 80 bpm basic rate. To ensure direct pacing the left ventricular lead was first connected and the patient was paced at 80 bpm. When the right ventricular lead was connected, the pacing stopped immediately during 30 seconds. Also the right ventricular lead was screwed in the header no ventricular pacing was applied. Only after connecting the atrial lead, pacing started again.